Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract surgery with phacoemulsification, in the second phase of suction of the shredded pieces of the core, a jet of air entered the front chamber instead of bss. She was able to hold the posterior capsule low without any complication to the patient. The procedure was completed without any further issue. No further information will be provided.

Manufacturer narrative:
The surgeon reported that during phaco of the third cataract surgery, in the second phase of aspiration of the shredded pieces of the nucleus, there was an instantaneous force of an ¿air jet¿ where the front chamber was filled with air. The surgeon was able to mitigate the event by holding the posterior capsule low without any complication to the patient. The previous two cases had no problem. After stabilizing the eye, the surgeon removed the phaco handpiece, checked the balanced salt solution (bss), and performed some tests by tapping the footswitch with the probe into a bss bowl to see if the air continued. The surgeon performed a prime & test and no message was displayed. The surgery was completed. Additional information from the surgeon noted that there was no harm to the patient. The patient was a 60 year old female. The surgeon noted that no further information will be provided. The system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system¿s operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the intraocular pressure (iop) or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 3, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).